Manufacturer narrative:
(B)(4). Retainer ring = black, customer returned pump for an alleged blank display found on (B)(6) 2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor and broken solder joint pf power connector (j7) on pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Pcba 1 was swapped out with a working test board and successfully powered up confirming blank display is due to severe moisture damage and broken solder joint at power connector (j7) on pcba 1. Blank display due to severe moisture damage and broken solder joint of power connector (j7) on the pcba 1. Exposed to moisture was confirmed. Cosmetic damage was confirmed.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. The customer stated there was fluid in the battery compartment and under the lcd display. The insulin pump was not dropped. No harm requiring medical intervention was reported. The insulin pump will be replaced and returned for analysis.